Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown screw head and one nanotite tm tapered certain® implant 4 x 11.5mm (nint411) were returned for investigation. Visual evaluation of the as returned product identified significant signs of damage to the implant threads and drive feature. The drive feature is noted to contain the unknown screw, which is too badly damaged to be removed. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (nint411 & biomet screws). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause is long-term parafunction over the course of 4 years.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that unknown zb dental screw fractured within the implant. Fragment screw was unable to be removed and implant had to be removed. Site was bone grafted.